Event description:
The recipient is reportedly experiencing poor retention and intermittent lock. Skin flap revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent skin flap reduction surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated. The recipient is doing well. The recipient remains implanted. This is the final report.